Manufacturer narrative:
Findings: pump received with minor scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. No insulin smell on pump noted. No moisture damage on motor noted.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there are cracks on the reservoir chamber of the pump and where you insert the battery there is a big chunk missing. The customer stated that she dropped the pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.